Manufacturer narrative:
A partial lead with the connector pin measuring 20.0 cm was returned for analysis. External abrasions breaching the optim sheath were noted at 8.1-9.0 cm and 11.5-11.6 cm from the connector pin, consistent with friction to the ICD can. A fracture of the inner coil was noted at 20.0 cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high lead impedances, loss of capture and no sensing.

Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2017. There were no adverse consequences prior during or post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a follow-up for the first time since (B)(6) 2016. It was noted that the last device interrogation was in california and at that time the device was disabled, as the lead was fractured. Upon interrogation, all high voltage lead impedance vectors were measuring out of range and had been since approximately (B)(6) 2016. Additionally, the pacing lead impedance had been measuring out of range the same period of time. Capture thresholds and sensing were tested; total loss of capture at high output and total loss of sensing. It is suspected that the lead had fractured some point around (B)(6) 2016 when the measurements all rose. It is anticipated that the lead will be caped and replaced. The patient was stable before, during, and after the device interrogation.